Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Behzadi f, kim m, zielke t, bechara cf, schwartz j, prabhu vc. Lumbar drains for vascular procedures: an institutional protocol review and guidelines. World neurosurgery. January 2021. Doi:10.1016/j.wneu.2021.01.068 medtronic received a literature article in which the aim was to analyze the implementation of a standardized protocol and subsequent educational intervention for lumbar drains for aortic vascular procedures. 45 patients had lumbar drains placed for open or endovascular procedures. Group 1 included 19 patients with lumbar drains placed before protocol implementation, and group 2 included 26 patients with lumbar drains placed as per the institutional protocol. The average age of the patients was 65 years old, 23 female. In group 1, 5 patients experienced neurological complications compared with only 1 in group 2. Lumbar drain related complications occurred 3 patients in group 1, whereas none occurred in group 2. Of these, there were 2 cases of excessive drainage flow rates causing altered mental status. There were no intraoperative complications noted in any of the patients from a vascular surgery standpoint.